Event description:
Distributor reported on behalf of home-care use that during removal of the listed infusion set after 3 days in use, the cannula broke away from the infusion set and remained under the user's skin. The user was taken to the ER where the fragment was removed. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).